Event description:
It was reported that the ilet user experienced high blood glucose (bg) after eating apples and watermelon without announcing the meal; the highest cgm reading was ¿high,¿ a glucometer reading of 479 mg/dl was reported. Bg trended down to 438 mg/dl during the call and later to 131 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure related to the user interface, consistent with failure to follow instructions to announce meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.